Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 3. Reference MFR report: #1627487-2016-05653, #1627487-2016-05655. Devices 1 and 2 were placed peripheral, off label use. It was reported the patient lost stimulation therapy about seven months ago. X-rays revealed the leads had migrated. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: #1627487-2016-05653, #1627487-2016-05655 . It was reported the patient's leads were explanted and replaced. The patient's effective therapy was restored.